Manufacturer narrative:
.

Event description:
The customer reported the prongs for the battery are pushed in and the handle is really loose. There was no reported patient involvement/adverse patient impact.